Event description:
Patient presented with vomiting, pain in the abdomen, and fatigue. Patient checked into ER and surgery revealed the mesh had a broken ring, perforating bowel in three places. Mesh was explanted.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.